Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient had bleeding, bruising and scars over her back. There was no indication of medical intervention. A distributor representative followed up with the patient by visiting her. The representative was not able to confirm the alleged bleeding, bruising, or scarring. The patient continues to wear the lifevest.